Event description:
The pt stated that several months ago he experienced elevated blood glucose as a result of his infusion tubing separating from the luer connection. He stated that his blood glucose was elevated in the high 300 mg/dl range. He was able to change his infusion set and bolus to lower his blood glucose. His normal blood glucose range is 70-180 mg/dl. The pt did not remember exact dates and did not retain the alleged infusion tubing to be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.